Event description:
It was reported that during a procedure for rectal carcinoma under lap, one staple was malformed and stuck on the donut after the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information provided: what confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Behind 2/3 of indicator. Was the breakaway washer completely cut through? Yes. For clarification, only one staple was malformed? Yes. What did the staple form look like? One leg was not formed. What area of the staple line were staples missing? Unk. Were there two complete tissue donuts? Yes. But the thickness is not even. Were all tissue layers present in both donuts when inspected? Yes. Were there any issues with removal of the device? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? Primary surgeon. Has the person firing been trained on how to use the ees circular device? Yes. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.